Event description:
The device was returned to the service ctr with a report from the customer contact that the device alarmed with malfunction alarm s308 (can bus error). This did not indicate a reportable malfunction. However, during verification testing at the service ctr it was noted that the device touchscreen did not respond when pressed.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.